Event description:
Pt found facedown on floor after zipper failed on enclosure bed. He had been leaning against it while watching tv. Apparently the zipper separated although it was still snapped in up top. The bed that was used with the enclosure has a mattress that fits into an indenture on the bed frame. The way the mattress fits on the frame leaves only about 3" of mattress on the sides and 6" in the center. There is no contraindication in the posey documentation to using this bed and mattress. Unfortunately the information in the posey documentation on choosing the appropriate bed to use is very vague.======================manufacturer response for a-frame canopy enclosure, posey bed 8060 (per site reporter).======================return for zipper replacement.